Event description:
During a lap supracervical hysterectomy procedure, the device did not work when attached to the generator. A second device was opened and functioned properly. There was no reported patient consquence.